Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6-jun-2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events on (B)(6) 2018. The battery compartment was also found to be cracked. The returned battery cap¿s threads were stripped. The cap was unable to fit to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, no further power interruption occurred during the investigation. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board. The display screen contrast was dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.